Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1967 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that nursing staff reported PICC was leaking, patient was in chemotherapy day unit. It was further reported that small split noted on PICC tubing approximately 7mm internally. Risk injury to patient but no serious injury reported.

Event description:
It was reported that nursing staff reported PICC was leaking, patient was in chemotherapy day unit. It was further reported that small split noted on PICC tubing approximately 7mm internally. Risk injury to patient but no serious injury reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. Curved shape memory was observed along the length of the catheter shaft. A partially circumferential split was observed just distal of the molded joint. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface with inward curving edges. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors gradually cause a crack to form and propagate. The damage location suggested that securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.